Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed continuous glucose monitors and attempted to pair a dexcom g7 to the ilet but entered the code while the ilet was set to pair with a different sensor type, resulting in an incorrect pairing workflow until guided to the correct dexcom g7 pairing path; the dexcom g7 pairing code was 5505 and the cgm was subsequently connected. Symptoms included hyperglycemia. Outcomes included elevated glucose to 307 mg/dl for approximately 12 hours without use of backup therapy, ketone testing, professional medical intervention, or other assistance, and no acute sequelae were reported. Investigation included review of device settings and user guidance through cgm pairing steps. Investigation of this case revealed user error related to pairing the ilet with the wrong cgm type and incorrect pairing code entry, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error during cgm pairing configuration.